Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s escherichia coli peritonitis. However, there is no objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The patient¿s peritonitis can be reasonably attributed to a breach in aseptic technique / touch contamination. Escherichia coli peritonitis is often associated with touch contamination and the patient admitted to a breach in aseptic technique.

Event description:
It was reported that a peritoneal dialysis (pd) patient was diagnosed with peritonitis. Upon follow up with the pd registered nurse it was reported that on (B)(6) 2019 the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of escherichia coli. The patient was initially treated with vancomycin 2 grams intra-peritoneal (ip) and fortaz 2 grams ip. The patient is now on a 21-day course of fortaz 2 grams ip only. The patient did not require hospitalization and is recovering. Per the pdrn, the peritonitis is related to a breach in aseptic technique and touch contamination. The nurse stated the patient admitted to inadvertently touching the pd connection (cycler set / pd catheter) and also stated the patient reported her dog came in contact with the cycler set tubing prior to connecting. The nurse adamantly reported there were no fluid leaks, or any fresenius device, product or drug issues related to the event. The patient was re-educated on infection control procedures for pd therapy. It was reported that no samples were available to return to the manufacturer for physical evaluation.

Manufacturer narrative:
Date of event was mistakenly reported as was initially provided in the source documentation) plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.